Event description:
A data scientist reported an event for auryon atherectomy catheter 1.5mm - hydrophilic coated: potential drug versus thromboembolic event from atherectomy/angioplasty maneuvers. Treated with tpa and balloon maceration.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)